Event description:
Caller reported that his meter fell out car window and since then he's been getting readings above 500 mg/dl. The left button is completely missing after meter hit ground. Wife is using advantage meter also, and he has compared results of both meters. Caller reported blood glucose results of 574 mg/dl on his advantage system, 134 mg/dl on wife's advantage system within 1 minute. Reported no adverse event relative to discrepancy. Customer disconnected call, callback attempts to obtain wife's advantage system information were unsuccessful. A request was made for the return of the meter and strips, replacement sent.